Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in china: "product loose" description of malfunction/failure: indwelling needle slipped description of event: patient indwelling infusion description of root cause analysis (by reporter): patient left in infusion and needle slipped at home possibly due to operational reason, possibly due to product case preliminary handling of event: arrange the patient to receive ultrasonic examination of corresponding vascular segment at the first time to ensure that there is no needle in the patient 's body, strengthen the communication precautions between doctors and patients, and notify the manufacturer to go to the hospital to follow up the corresponding matters at the first time to ensure that the patient continues to receive normal infusion and replace the existing batch of products corresponding to the hospital.